Manufacturer narrative:
Unit was received with blank display due to short on interface board. Unable to perform functional test due to blank display anomaly. Minor scratched lcd window, crack near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were also noted.

Event description:
The customer reported via phone call that the insulin pump work her up with an off no power alarm. The insulin pump also alarmed no delivery and had a blank display. Customer's blood glucose level was 111 mg/dl. The insulin pump also had a crack on the top right of the screen. The customer did not receive a low battery alert prior to the off no power alert. The customer was unable to view the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.